Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated coil thru my fallopian tube/ found one fo coils ruptured thru my tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain "), genital haemorrhage ("bleeding"), cystitis ("I had cystitis") and cyst ("cysts"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, cystitis and cyst outcome was unknown. The reporter considered cyst, cystitis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: nickel poisoning fingers crossed all clear. Viral test - on an unknown date: negative for bladder infection; on an unknown date: nickel poisoning fingers crossed all clear. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain , bleeding, perforation fallopian tubes, cystitis, cysts, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated coil thru my fallopian tube/ found one fo coils ruptured thru my tube') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("I had cystitis"), pelvic pain ("pelvic pain ") and cyst ("cysts"). The patient was treated with surgery (my hysterectomy was done). Essure was removed in 2014. At the time of the report, the fallopian tube perforation, genital haemorrhage, cystitis, pelvic pain and cyst outcome was unknown. The reporter considered cyst, cystitis, fallopian tube perforation, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: nickel poisoning fingers crossed all clear. Viral test - on an unknown date: negative for bladder infection; on an unknown date: nickel poisoning fingers crossed all clear. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain , bleeding, perforation fallopian tubes, cystitis, cysts, no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.